Manufacturer narrative:
Updated fields: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. Upon further follow up with the customer, it was reported that the device was reprocessed according to the instructions for use (IFU) prior to being sent in for repair. The foreign material could not be identified. It is likely the material remained in to the device because reprocessing could not be properly performed due to the discovered leak in the damaged air/water channel. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual "chapter 3 preparation and inspection". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, it was determined that that a whitish crystalized foreign material mixed with a liquid most likely water came out from the nozzle during inspection. In addition, air/water cylinder no color, suction cylinder no color, plug unit corrosion, connecting tube coat peeling, bending section cover detached, problem with the aspiration system, and left direct failure to meet standard value were observed. Lastly, scratches and dents were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a co2 insufflation malfunction was noted with the evis exera iii colonovideoscope. During a standard service inspection of the customer returned device, it was determined that a whitish crystalized foreign material mixed with a liquid most likely water came out from the nozzle during inspection. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.